Manufacturer narrative:
Additional information: device evaluation: lens was returned dry, in a cartridge case. There was clear residue on product. Visual inspection found that the lens was curved, a haptic was torn and residue on lens surface. The cartridge was returned in device tray and there was clear residue on product. Visual inspection found no visible damge to device. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon found a 12.6mm, vicm5_12.6, -10.00 diopter, implantable collamer lens damage after loading. The surgeon found the hatics was broken when it was loaded into the nozzle. There was no patient contact. A backup lens was implanted within the same surgery and the problem was resolved.